Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint about the v60 device and reported a battery failure. The system was not in clinical use and no harm was reported. Based on the information available and the testing conducted, the cause of the reported problem was a failed battery. The device appropriately displayed a battery failed alarm. A philips authorized service personnel (asp) replaced the battery and the unit returned to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.